Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for evaluation. Visual examination revealed obvious signs of use in the form of biological material within the catheter. Microscopic examination of the distal tip and skive hole confirmed that there was a buildup of biological material, as reported. Once manually removed during functional inspection (below), it was revealed that there was a significant amount of biological material that was within the catheter lumens. The catheter body outer diameter measured 0.0565" which is within the specification of 0.054"-0.058" per catheter body product drawing. The distal lumen inner diameter measured 0.055" which is within specification of 0.055"-0.059" per product drawing. The distal lumen outer diameter measured 0.0845" which is within specification of 0.084"-0.088" per product drawing. The IFU provided with this kit states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The returned catheter was flushed from both lumens using a waterfilled lab inventory syringe. Significant resistance was encountered and the lumens were unable to flush. During a second attempt at flushing the proximal line, solid biological material was ejected out of the skive hole. Once this material was removed, the proximal lumen was able to flush with no resistance. A long pin gauge was inserted into the distal lumen in an attempt to dislodge any blockages. Once inserted, solid biological material was able to exit from the lumen. The distal lumen was flushed again and this time there was no resistance encountered. Once the biological material was removed, there were no functional defects observed with the returned catheter. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000078) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. This testing confirmed that there were no functional defects with the catheter lumens. Additionally, the customer report stated the following, "arrow medical personnel visited the medical institution to provide support and found that the patient presented with multiple risk factors that could increase the likelihood of thrombus formation, including a bacterial infection (endocarditis), a history of a dysfunctional valve replacement, non-compliance with inr targets, and insufficient adherence by healthcare staff to the PICC line handling protocol according to the manufacturer's IFU.". This information confirms that there were several factors related to the patient's condition that contributed to this event. A device history record review was performed on the catheter with no relevant findings identified. The IFU provided with this kit warns the user, "contraindications: the pressure injectable PICC is contraindicated wherever there is presence of device related infections or presence of thrombosis in the intended insertion vessel or catheter pathway. Clinical assessment of the patient must be completed to ensure no contraindications exist. Maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with piccs must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." The customer report of a catheter thrombosis was confirmed based on the provided information and investigation of the returned sample. The device was returned with significant buildup of biological material within the lumens. This buildup obstructed attempts at flushing the catheter. Once the buildups were removed, the catheter was able to flush as expected. The device passed all relevant dimensional and functional inspections (after blockage removal). A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Additionally, the customer report stated the following, "arrow medical personnel visited the medical institution to provide support and found that the patient presented with multiple risk factors that could increase the likelihood of thrombus formation, including a bacterial infection (endocarditis), a history of a dysfunctional valve replacement, non-compliance with inr targets, and insufficient adherence by healthcare staff to the PICC line handling protocol according to the manufacturer's IFU.". Therefore, based on the available information and sample investigation, the root cause of this event is unintentional use error related to patient condition as the patient presented multiple risk factors that increase the likelihood of thrombosis. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: 'the patient underwent the insertion of a PICC line to facilitate long-term antibiotic treatment. By the time the situation was reported, the patient had already undergone four PICC line insertions, all associated with the same lot number. During a follow-up visit, it was noted that the insertion points were established in the upper extremities, utilizing the brachial and basilic veins. The healthcare team reported that the catheters advanced smoothly during insertion without any resistance or tortuous pathways, with blood return confirmed in both lumens. A representative from the manufacturer verified through diagnostic imaging that the catheter tip was positioned in the superior vena cava. For the reported cases, the healthcare team confirmed successful catheter insertion and indicated that maintenance protocols were followed to ensure proper device function. However, within the first 48 hours, the catheters developed partial obstruction, which rapidly progressed to full blockage, necessitating replacement of the device.due to the inability to continue antibiotic therapy via IV access, the patient was transitioned to oral antibiotics and subs equently requested voluntary discharge.' The additional information received on 19nov2024 reported that all the catheters experienced total obstruction in both lumens, with fibrin accumulation observed at the tip in two units. No kinks, bends or deformities were o bserved in any of the PICC catheters. The patient was reported to be stable until discharge from the institution. Associated MDR numbers are 9680794-2024-01185, 9680794-2024-01184, 9680794-2024-01227, 9680794-2024-01183 and 9680794-2024-01182.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: 'the patient underwent the insertion of a PICC line to facilitate long-term antibiotic treatment. By the time the situation was reported, the patient had already undergone four PICC line insertions, all associated with the same lot number. During a follow-up visit, it was noted that the insertion points were established in the upper extremities, utilizing the brachial and basilic veins. The healthcare team reported that the catheters advanced smoothly during insertion without any resistance or tortuous pathways, with blood return confirmed in both lumens. A representative from the manufacturer verified through diagnostic imaging that the catheter tip was positioned in the superior vena cava. For the reported cases, the healthcare team confirmed successful catheter insertion and indicated that maintenance protocols were followed to ensure proper device function. However, within the first 48 hours, the catheters developed partial obstruction, which rapidly progressed to full blockage, necessitating replacement of the device. Due to the inability to continue antibiotic therapy via IV access, the patient was transitioned to oral antibiotics and subsequently requested voluntary discharge.' The additional information received on 19nov2024 reported that all the catheters experienced total obstruction in both lumens, with fibrin accumulation observed at the tip in two units. No kinks, bends or deformities were observed in any of the PICC catheters. The patient was reported to be stable until discharge from the institution. Associated MDR numbers are 9680794-2024-01185, 9680794-2024-01184, 9680794-2024-01227, 9680794-2024-01183 and 9680794-2024-01182.